Manufacturer narrative:
The device referenced in this report was discarded and therefore not available for investigation. The user facility reported observing an error message on the electrosurgical unit used with the snare around the time of this event, but claimed that when the unit was serviced, no problems were found. The causes of the reported phenomenon could not be conclusively determined. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a therapeutic colonoscopy procedure, the unit received an error on the erbe machine and the snare failed to cauterize when attempted. The procedure was completed with the use of another snare (type and model unknown) with no allegation of any harm to the patient or user. The user facility also reported having replaced the non-olympus patient pad, active cord, and electrocautery unit at the same time of the event, so the source of the difficulty cannot be conclusively determined.